Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: a sample is not expected. With the information available to date, an assessment of product cannot yet be completed. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The root cause will be reassessed upon completing the investigation additional information has been requested. (B)(4).

Event description:
A surgeon reported a case of intraocular pressure (iop) spike to the high 30s after a micro-stent implantation. Inflammation is present, however the micro-stent device looked fine. Additional information was requested.

Manufacturer narrative:
A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Elevated intraocular pressure (iop) is a known complication associated with the procedure as stated in the product's instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of increased iop, inflammation; therefore, the condition of the product could not be verified. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Elevated intraocular pressure (iop) is a known complication associated with the procedure as stated in the product's instructions for use (IFU). The manufacturer internal reference number is: (B)(4).